Manufacturer narrative:
The last calibration performed on 17-aug-2022 showed that the calibration signals for level 1 are within range, while the signals for level 2 are lower than expected. In the time period from (B)(6)-2022 to (B)(6)-2022, the quality control had fluctuating results. The target values used by the customer were found to be slightly different than the ones provided in the product labeling. The sample from patient 2 was found to be hemolyzed. The field service engineer replaced the measuring cell. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 analyzer (disk system). Patient 1: the sample initially resulted in a troponin t hs stat value of 0.015 ng/ml, accompanied by a data flag. The patient sample was repeated twice, resulting in values of 0.007 ng/ml and 0.006 ng/ml. Patient 2: on (B)(6) 2022 the sample initially resulted in a troponin t hs stat value of 0.05 ng/ml, accompanied by a data flag. The patient sample was repeated twice, resulting in values of 0.005 ng/ml and 0.006 ng/ml. The initial questionable results were not reported outside of the laboratory. The troponin t hs stat reagent lot number was 596381, with an expiration date of 31-mar-2023.